Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Upon further inspection the units scroll compressor was unable to produce adequate vacuum while attempting to run a calibration test. The fse replaced the scroll compressor, muffler, 1/8 muffler <100micron and performed test. The unit passed all functional and safety tests according to factory specifications and returned to the customer. The failure analysis and testing dept. Received part with a reported unit failure of a power up test fail code 14. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: d3.

Event description:
It was reported that during preventive maintenance, cardiosave intra-aortic balloon pump (iabp) had power up test fail code 14. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.